Event description:
It was reported that the bd needles ns 27ga 1in blt sq grd w/o shld contained pliers contacting cannula components. The following information was provided by the initial reporter: on (B)(6) 2022, while weighing cannula for issuance to production orders, stockroom associate, brossam1 identified bag 10 contained pliers contacting cannula components. The nonconformance was identified in component batch 1559kx (material 300030262, spec 05-8020) of cannula, blunt, 27 ga x 1.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 20-feb-2023. H6. Investigation summary: it was reported there was a pair of pliers in the cannulas. To aid in the investigation, one bag of samples and four photos were provided for evaluation by our quality team. Two of the photos show an opened packaged bag with bulked packaged needle assemblies. There is a plier inside the bag. The other two photos show a label of the bag. No other information could be obtained from the photos. The samples received are the ones shown in the photo. This defect could occur if, during set up, an operator left the pliers on the conveyor. A device history record review was completed for provided material number 301643, lot number 2083977. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The photos provided will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd needles ns 27ga 1in blt sq grd w/o shld contained pliers contacting cannula components. The following information was provided by the initial reporter: on 12-12-2022, while weighing cannula for issuance to production orders, stockroom associate, brossam1 identified bag 10 contained pliers contacting cannula components. The nonconformance was identified in component batch 1559kx (material 300030262, spec 05-8020) of cannula, blunt, 27 ga x 1.

Manufacturer narrative:
H6: investigation summary it was reported there was a pair of pliers in the cannulas. To aid in the investigation, four photos were provided for evaluation by our quality team. Two of the photos show an opened packaged bag with bulked packaged needle assemblies. There is a plier inside the bag. The other two photos show a label of the bag. No other information could be obtained from the photos. This defect could occur if, during set up, an operator left the pliers on the conveyor. A device history record review was completed for provided material number 301643, lot number 2083977. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The photos provided will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd needles ns 27ga 1in blt sq grd w/o shld contained pliers contacting cannula components. The following information was provided by the initial reporter: on (B)(6) 2022, while weighing cannula for issuance to production orders, stockroom associate brossam1 identified bag 10 contained pliers contacting cannula components. The nonconformance was identified in component batch 1559kx (material 300030262, spec 05-8020) of cannula, blunt, 27 ga x 1.